Manufacturer narrative:
Root cause analysis: workflow at pnh that leads to data corruption. Interventional radiology (ir) images from the ge innova are sent via dicom to ge's advanced workstation (aw) for digital subtraction angiography processing. The aw processes the data to enable diagnostic review and sends it via dicom to the merge enterprise archive (ea) for long term archival. The images sent to the ea are in the form of dicom secondary capture. The images often incorporate "burned in" annotations, i.e., overlay data that is stored in unused bit planes of the pixel data. Upon import into the ea, the images are compressed with aware jpeg 2000 library using the jpeg image compression standard. The aware (v 3.18.7.2) library seems to compress not only the pixel data but also the overlay data in the unused bit planes which corrupts it. According to dicom ps 3.3 2013, section c 9.2, the storage of overlay pixel data in unused bit planes of the pixel data (7feo, 0010) was retired since 2004. How does aware corrupt the data? It appears as if all 16-bits of the pixel data are being used during the compression instead of the bits allocated/used, which are 12. Workaround: enable storage transfer syntax rules on ea that stores. Merge has been working with aware to investigate this issue, aware has been responsive to our requests to determine the root cause. They have found a way to recover the pixel data from corrupted images with enough quality that they can be used diagnostically based on the opinion of an internal resource. To date we have asked them to recover data from one patient at pnh which they have done. Merge provided the corrupted compressed images from the study and they returned to us the recovered encapsulated (compressed) data but without the dicom header. We are in the process of creating a tool that takes the encapsulated pixel data, dicom header from the original corrupted image and creates a new file. This project is in progress right now as we are expecting this situation could happen again and want to be prepared to handle it. A conversation has occurred with aware regarding our 'go-forward' strategy which is to recover corrupted studies on an as-needed basis. They are in agreement with the strategy. Merge will need to be informed when a prior ir study at a site is needed and found to be corrupt. Merge would then retrieve it from the site and the process described in the previous paragraph would be executed. The recovered study would be uploaded to the site in time for the patient appointment.

Event description:
A pt study was unable to be used for diagnosis due to corruption. The image was rendered, however was unusable. The study was unable to be fixed in pacs. This was due to the study being and interventional study stored as jpeg2k lossless in the archive, which didn't display correctly in radsuite.